Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿migration of a novel 3d-printed cementless versus a cemented total knee arthroplasty: two-year results of a randomized controlled trial using radiostereometric analysis,¿ by s. Hasan, et. Al., published by the bone and joint journal (2020), vol. 102-b, no. 8, pp.1016-1024, was reviewed. This study compares the migration of cementless, 3d-printed competitor tka to cemented competitor tka secured with depuy cement of a similar design up to two years of follow-up using radiostereometric analysis (rsa) known for its ability to predict aseptic loosening. The authors studied 72 patients who received wither a cementless competitor tka or a competitor tka cemented with depuy smartset ghv cement. The authors note that all tibial keels in both groups were cementless due to a 3-d printed foam insert. There is no indication within the article that any patellas were resurfaced. This complaint will capture all events associated with the depuy cement. Please note: the patient identified in fig.4 on page 1020 is a cementless competitor product. Results associated with the depuy smartset ghv cement: 6 femoral components migrated into varus and 5 femoral components migrated into valgus- as identified on serial radiographic studies. No treatment was provided, and no patient harms were associated with the migration. Captured in this complaint: 11 unk smartset cement: implant migration.